Manufacturer narrative:
The customer reported that the ventilator was inspected by the distributor and battery wear was detected. The main battery and the backup battery were replaced. The dual pack light emitting diode (led) card was also replaced. The pump was disassembled and cleaned. The unit was calibrated and testing performed to ensure that it was operational. Covidien reference: (B)(4).

Event description:
Covidien received information stating that during patient use, the ht50 battery failed as the device need annual preventive maintenance with change of battery. The distributor provided a backup ventilator to the patient for transfer. There were no negative patient consequences reported.